Event description:
It was reported that the flex video scope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Corrected fields: a2, a4, a5, a6, b5, b6, b7, d5, d8, d10, e1, e3, e4, g2, h6. This supplemental report is being submitted to provide additional information that was provided by the customer and the results of the final investigation. The device was returned to olympus for inspection and foreign objects were observed in the device. The root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the failures air/water cylinder, air/water tube, and auxiliary jet channel (jet tube) had foreign objects is known inherent risk of device. The most probable cause of damage on jet tube in control unit is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported event. In the instructions for use (IFU) the following is stated: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received by the customer noted that the device did not test positive for unexpected contamination. Information initially provided was in error. It was observed during device evaluation, the air/water cylinder, air/water tube, and auxiliary jet channel (jet tube) had foreign objects. Additionally, due to damage on jet tube in control unit, water could not be supplied.